Event description:
It was reported that pump displayed a cartridge change error and customer experienced very high blood glucose, with the value shown only as ¿high.¿ customer attempted a correction bolus using pump and worked with technical support to inspect and clean cartridge and pump connection areas, but cartridge could not be successfully loaded, so call was transferred for advanced troubleshooting; when the error persisted. With no further action required after receipt of a duplicate signed form.